Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify keypad unresponsive/button error alarm due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer reported that her son went to a pool and after that he got highs and the insulin pump wont turn on. The customer was treated for the high blood glucose with manual injections. Customer reported that the insulin pump exposed to moisture and then keypad was unresponsive and now insulin pump not turning on. The customer declined troubleshooting for high blood glucose level. The insulin pump was returned for analysis.